Event description:
It was reported by the aci sales professional that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the cfa (common femoral artery) via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed and during the 2 minute post deployment hold, bleeding was observed from the access site. The physician held additional 10 minutes of manual compression but the patient was still bleeding. The physician held an additional 10 minutes. After the second 10 minute hold, a hematoma was discovered approximately 4cm x 4cm in size. The hematoma was compressed and the physician held an additional 10 minutes of manual compression after which time the hematoma was stabilized and hemostasis was achieved. It is unknown if the patient was hospitalized or not. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.